Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device falsely alarmed upstream occlusion. There was patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The device falsely alarmed upstream occlusion during baxter's functional testing. During the evaluation, the device was re-tested with passing results. The device was recalibrated to ensure accurate upstream occlusion detection.